Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that leading haptic adhered to posterior surface of optic. No patients outcomes were negatively impacted with this events and there were no defects on the optic that would impact any post operative visual outcomes for any of these cases. Additional information was requested.